Event description:
Customer purchased 7 boxes of 14ct needle online on aug 28, after injection on sep 2, customer found outer cover does not fit the hub, needle could not be unsrewed, there's a risk of needlestick injury. There are 2 photos provided, 1 sample could be returned, and a phone call customer response is needed. Sample availability: yes sample availability details: picture/video available and physical sample.

Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.